Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. During test in a reference ventilator it was failing the pre-use check in the subtest ¿flow transducer test¿. The test log from the pre-use check shows that the oxygen gas module would deliver more oxygen gas to the patient leading to a higher oxygen concentration than expected. The tests also revealed that the ventilator was not able to measure a correct value of the supply gas pressure. The failures were caused by a defective high pressure transducer on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event.

Event description:
(B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 supply pressure. There was no patient involvement. (B)(4).